Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: spare lamp error (e214) occurred due to spare lamp malfunction. And the cause of the malfunction of spare lamp display was flushing was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited spare lamp error (e214) spare lamp malfunction, spare lamp display was flushing. There was no patient involvement.